Event description:
I've had 3, where the string to pull the tampon out, has came off [device breakage] while the tampon has remained inside [foreign body in reproductive tract] scared [emotional disorder]. Case narrative: on 10-oct-2022, a spontaneous report was received from a consumer regarding a patient (age and sex were not reported) who was being treated with playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic. On an unspecified date, after inserting the product, the consumer inserted a tampon and when they went to take out the tampon, the string to pull the tampon out, came off and the tampon remained inside. This happened 3 times. On the last time, they ended up in the ER (emergency room) to get the tampon removed as they could not get any kind of grip on the tampon to remove it. The consumer tossed out the rest of the box and was kind of scared to use the product anymore as she felt they were getting worse. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.